Event description:
It was reported that the ac adapter was charging the ventilator and it started smoking. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na